Manufacturer narrative:
The ge representative conducted an onsite investigation. The service representative sent the dosimeter to be re-calibrated. The system was tested and operates as intended. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a physicist discrepancy on the 6800 system. No patient injury was reported.